Event description:
(1/2, reference (B)(4) for related complaints) (documenting pump #1 for disposable). Per (B)(6) medwatch mw5106039 spontaneous call from patient. Patient's legacy pump gave an "no disposable" alert. Did the reported product fault occur while in use with the patient? Yes. Did the product issue cause or contribute to patient or clinical injury? No. Is the actual device available for investigation? No. Did we replace the device? Yes. Did the patient have a backup device they were able to switch to? Yes. If yes, was the patient able to successfully continue their infusion? Yes. Is the infusion life-sustaining ? Yes. Has this incident happened within the past 6 months? (Nursing question) does the pt recall? No. What is the outcome of the event? Resolved. The lot number for the defective cassettes is 4163625. Reported to ''(8)(6)'' by patient/ caregiver.